Manufacturer narrative:
Internal file number: (B)(4). Device code 2017 removed. All the available information was investigated. The reported difficult to deploy, device operates differently than expected (noise, excess knob retraction) could not be tested via return device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. The definitive cause for the reported device operates differently than expected (noise, excess knob retraction) could not be determined. The reported difficulty to deploy the clip appears to be cascading effect. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed as the actuator knob jumped back and there was difficulty releasing the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtr (80928u164) was advanced. During deployment, after turning the actuator knob two times, a pop was felt. The deployment process continued; after turning the knob 8 times, the mandrel would not pull back at the tip, so the actuator knob was retracted about 1 cm. At which point, the handle of the actuator knob jumped out several centimeters. However, the clip was successfully deployed. A second mitraclip xtr was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.